Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this chronic right ventricular (rv) lead exhibited noise which caused several ventricular tachycardia stored episodes to be recorded in the pacemaker memory. Loss of capture (loc) was reported causing a rate decrease to 40 beats per minute. It was reported that the pt fell last month and three months prior but this occurrence was not related to the lead performance. An rv lead revision was performed where this rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse pt effects were reported. This lead remains implanted and will not be returned. No additional info is available at this time. If additional info becomes available, this report will be updated.